Event description:
Smiths medical reported detachment of the inflation line after in use for nineteen days. Event occurred at hospital in other country.

Manufacturer narrative:
Results evaluations: investigation: smith medical international's investigation stated that the event sample was returned and it was noted that the inflation line had become detached from the tracheal tube. A review of our complaints history confirmed this to be the second complaint for the product number in the past three years. A technical documentation review was carried out which raided no anomalies. A batch review was not possible as no lot number was available. Root cause: we are unable to assign a definitive root cause to this incident. The inflation line was bonded into the inflation lumen to an acceptable depth and remained secure for nineteen days. We can therefore, determine the cause for the detachment relates to either or a combination of the following: insufficient solvent was applied to facilitate a permanent bond. The inflation line has been subjected to a prolonged pulling force. It can be seen that the inflation line appears to neck (thin in diameter) at the point of exiting the inflation lumen. This would indicate the inflation line had been pulled and stretched. Corrective action: following complaints of this nature, on similar products, manufacturing initiated a project to design and implement new solvent dispensers to better control the application of solvent. As a precautionary measure we have discussed this report without manufacturing and quality personnel. This file is logged for trending.